Event description:
It was reported that a patient presented in hospital for unrelated reason. Upon review, the right ventricular lead exhibited noise and was noted on multiple non-sustained right ventricular oversensing episodes as well as a ventricular fibrillation episode. The patient did not receive inappropriate therapy was stable. A lead replacement was discussed. No further information was available.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2018. There were no complications to the patient.